Manufacturer narrative:
Analysis of the provided event summary report from the device identified that the battery pack was expired at the time of the reported event. Additionally, the report confirmed the customer's account, as it documented warnings related to motor malfunction (failure to move). A review of the device's service history revealed that the unit had not been maintained in accordance with the instructions for use (IFU). Defibtech recommends periodic maintenance every 18 months to ensure optimal device performance. An investigation into the reported arm unit is ongoing, and the root cause of the issue has not yet been determined.

Event description:
A customer reported that their arm unit would not perform compressions during a rescue attempt, and manual CPR was performed. It was also reported that the patient was not resuscitated.